Event description:
Cordis has been notified through legal channels that the patient had two cypher stents and one taxus stent implanted in the right coronary artery for the indication of angina on (B) (6) 2006. A taxus stent was also implanted in the patient¿s lad at that time.on (B) (6) 2007, the patient experienced a thrombotic event and myocardial infarction. Plavix was discontinued three months after the initial implant. There is no other information available.

Manufacturer narrative:
The products remained implanted in the patient and are thus not available for evaluation. A device history records (DHR) review could not be conducted because the lot numbers were not reported. Thrombotic events leading to myocardial infarctions are known potential adverse events following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited patient and procedural information available for review, the lack of availability of the products¿ lot numbers to perform a DHR review and the unavailability of the products to analyze, it is not possible to determine what factors may have contributed to these events or the relationship of the cypher stents to the events reported. Please note that this report represents two devices implanted in the patient with unknown catalog and lot number.